Manufacturer narrative:
A service engineer (se) reported that the power switch overlay was replaced, and the reported issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was turning on and off. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The philips service engineer advised that the power switch overlay needed to be replaced. The customer was provided with a service proposal.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a quote for evaluation/repair; however, the quote expired, and no further actions were performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.